Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones; interrogation exhibited fault code 1003. Device memory was sent to boston scientific's internal technical services (ts) for analysis. Ts noted that there were no other suspicious faults or resets stored within device memory. Ts also indicated that the device hardware was not detecting the loss of battery energy and because of this, the battery status indicators were not reflecting the depletion condition and considered inaccurate: replacement was recommended. No adverse patient effects were reported. Subsequently, the device was explanted and is intended to be returned for a post market analysis. Replacement reported uneventful with no adverse patient effects of note.

Manufacturer narrative:
Following return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. A review of the device's memory confirmed the notification for a voltage too low for the projected remaining capacity, had been triggered. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.